Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited unexpected elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that a save to disk was attempted to be obtained in order to confirm the battery voltage of the implanted device however the programmer would not recognize the universal serial bus (usb). A clinic usb was also attempted but the programmer was not able to recognize that one either so the save to disk was unable to be obtained.